Event description:
It was reported that a user started a new dexcom g7 sensor that displayed readings in the dexcom app but not on the ilet pump, which showed three lines and indicated pairing with the sensor; the user was advised to allow sufficient time for pairing and warmup and acknowledged understanding. Symptoms included no clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included user counseling and troubleshooting focused on expected pairing and warmup timing for the dexcom g7 with the ilet. Investigation of this case revealed no device malfunction of the ilet pump or cgm components and indicated that the observed behavior aligned with normal pairing and warmup operation. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior during pairing and warmup.